Manufacturer narrative:
The investigation has determined that multiple lower than expected, vitros myog, vitros ck-mb, and vitros psa quality control results were obtained on a vitros 5600 system. The most likely assignable cause was determined to be instrument related. Although a definitive cause was not identified, an ocd fe performed service actions to multiple subsystems of the analyzer. Post service performance precision testing and quality control results were within acceptable guidelines, indicating the vitros 5600 system was performing as intended after ocd field service.

Event description:
The customer obtained, multiple, lower than expected, vitros myog, vitros ck-mb, and vitros psa quality control results on a vitros 5600 system. The following results were obtained: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were processed during the time frame of the event, however, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. (B)(4).